Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic lobectomy procedure, the stapler was unable to fire. Three different loads deployed staples but did not cut past 5mm. They opened another load with a different lot number to resolve and complete the case. No patient/injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four reloads. Visual inspection of the returned products noted that the reloads were still sealed and had full staple complements. Functionally the reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.